Event description:
It was reported by the patient's daughter that "the md let the battery die and that is why the patient passed away." There is no allegation from a health care professional that the death was device related. The cause of death was requested and not received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. There was no indication the death was device related; the cause of death has been requested but has not been received. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Evaluation summary: battery depletion-normal.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. There was no indication the death was device related; the cause of death has been requested but has not been received. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction.